Event description:
Fire in operating room from loose cautery pencil to drape. Drape - medline pacer pack, (B)(4), lot # 07h61324. (B)(4). Cautery pencil - medline, lot # 07h61324. (B)(4), lot # 127070.